Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the distributor and found to be fully functional. There is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity. Manufacture dates: monitor: 9/7/2017; electrode belt: 5/23/2018. Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause for the loose bus bar could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
The patient was inappropriately treated one time by the lifevest. The patient's neurological status at the time of the event is unknown. Atrial fibrillation with rapid ventricular response (af with rvr) contributed to the false detection. The response buttons were not pressed during the event. No injury was reported from the treatment. The patient was hospitalized following the event. The patient continued to use the lifevest. No deficiencies were alleged against the device. A us distributor returned the patient's battery pack and reported that battery was unable to power on the patient's monitor.